Manufacturer narrative:
Correction: the correct serial number of the lead should have been (B)(6), rather than (B)(6).

Event description:
Additional information received notes that the right ventricular lead exhibited noise over-sensing.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in one piece for analysis. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Manufacturer narrative:
Further information was requested but not received

Event description:
It was reported that the right ventricular (rv) lead had exhibited unspecified over-sensing. The rv lead was explanted and replaced. The patient remained in stable condition.